Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to sepsis. The sepsis was due to pressure sore. The patient had developed a severe pressure sore, which became increasingly difficult to manage. In addition, the patient had previously undergone peripheral extracorporeal membrane oxygenation (ECMO) support, and over time, the cannulation site developed an infection. Despite several medical intervention, the infection worsened and eventually led to sepsis. The patient¿s condition continued to deteriorate, and unfortunately, they succumbed to septic shock. The outcome was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the sepsis/infection was due to a severe pressure sore located on the entire buttocks area. The patient showed clinical symptoms consistent with sepsis, including fever, increased heart rate, low blood pressure, and altered mental status. The infection was treated through a multidisciplinary approach involving plastic surgery for debridement of the infected tissue.